Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, 75% stenosed lesion in the proximal left anterior descending artery. Using a radial access site, pre-dilatation was performed with a trek 2.5 mm balloon catheter and the xience alpine 2.75 x 23 mm was advanced to the lesion but it failed to cross. The xience alpine was pulled back when the edge of the stent implant became flared and it could not be pulled into the guiding catheter. Therefore, the guiding catheter, the xience alpine and the guide wire were all pulled together near the puncture site in the radial artery. A non-abbott guiding catheter was advanced from a puncture site in right femoral artery and was advanced towards the radial artery where the non-abbott guiding catheter, the xience alpine and the guide wire were located. A "wire rendezvous technique" was used. The guide wire which was inserted inside the xience alpine was advanced distal into the non-abbott guiding catheter. Then the xience alpine was advanced into the non-abbott guiding catheter and the xience alpine was pressurized so that the stent was expanded inside the non-abbott guiding catheter. The non-abbott guiding catheter, the xience alpine stent delivery system and the guide wire were removed out through the puncture site in radial artery. The non-abbott guiding catheter with the expanded xience alpine stent was removed with the deployed inside its inner lumen. A new xience 2.75 x 28 mm was advanced and the stent was deployed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue; guide cath: hyperion jl4, heartrail il3.5. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.